Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer name; d4 unique identifier (UDI) #; d4 expiration date #; g4 PMA/510(k)number; h5 labeled for single use?; h6 evaluation codes. Investigation summary: based on the information available to us, we were able to confirm the event, and determined that: although no samples were returned for evaluation, the provided pictures were evaluated confirming the reported issue. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The lot was produced between 06apr2020 and 07apr2020. The investigation did not identify a systemic issue with the product or process and a specific root cause could not be identified based on available information. Therefore, a corrective and preventive action (CAPA) is not necessary at this time. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a 22g needle was observed to have a crack in the plastic part of the needle. Residues of a dry, white solution were observed.

Manufacturer narrative:
Sections d1 and d4 were updated with the device information.

Manufacturer narrative:
The device history record (DHR) for lot 008327 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot's release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One device was returned for evaluation and the reported issue was observed. The investigation did not identify a systemic issue with the product or process. A specific root cause could not be identified based on available information. Therefore, a corrective and preventive action (CAPA) is not necessary at this time. We will continue to monitor related reports to determine if additional actions are necessary.